Event description:
The patient was undergoing a vascular closure. The device was inserted and failed after deployment. Device was removed, balloon deflated and blood was evident in the syringe which indicated a balloon rupture. A portion of the device could not be removed from the patient and is retained below the skin surface. Manufacturer response (as per reporter) for vascular closure device, mynx vascular closure device: company representative aware. States material left behind was polyethelene and should be removed.